Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and replaced defective actuators for pinch valves vl46b and vl65. After replacement, he checked and verified proper lyse and preserve pump dispense volumes and verified proper chemistry balance, which were all meeting specification; and ran a reproducibility with a sample and got good results and good counts. The instrument was verified and validated.

Event description:
The customer reported an incorrect differential (diff) result for a patient sample run on a coulter lh 780 hematology analyzer and another sample that gave no nrbc (nucleated red blood cell) flag when the customer observed 3 nrbc's on a manual smear. Erroneous patient results were not reported out of the laboratory and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
The patient gender provided in the initial report was found to be incorrect; the corrected gender is provided in this follow-up report.